Manufacturer narrative:
Preliminary analysis showed : no evidence of issues on hardware side.the reported freeze could not be confirmed. Most probably there was a loss of telemetry.

Event description:
The physician reported that during an implantation procedure, the programmer was frozen and could not been used afterwards (restart was not successful).

Event description:
The physician reported that during an implantation procedure, the programmer was frozen and could not been used afterwards (restart was not successful).

Manufacturer narrative:
(B)(4)

Event description:
The physician reported that during an implantation procedure, the programmer was frozen and could not been used afterwards (restart was not successful).